Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v162088 implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 06-oct-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were calling to find out if they could have an MRI of their head. The patient said they went to the hospital to get it, and they told the hospital they had an interstim lead wire left in them from when they had their stimulator removed because it was not working any better than the first one, and the patient was told it was too dangerous to take it out because the lead was wrapped around something. Reviewed information about abandoned lead components and redirected them to their doctor.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v162088 implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v162088 implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the statement "the device was not working" was that the stimulation never helped. They reported this was not caused by normal battery depletion. They stated that step taken to resolve the issue was doing different testing but that they hadn't found a solution. They reported that the issue had not been resolved. They reported that the cause of the lead coiling around something was that it was too close to the spine and wrapped around something.